Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the hospital and was diagnosed with infection. The site was swelling and the patient was told it might be cellulitis. The patient's blood glucose (bg) values reached over 250 mg/dl and had a fever. For treatment, was given antibiotics and was told to apply a hot compress to the site. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 40 minutes.